Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 500 mcg/ml compounded baclofen at 66 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had flipped. The patient's pump pocket was opened and it was noted that the sutures used to secure the pump had broken free. The pump was revised and sutured back down using 2 of the 4 eyelets. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.